Event description:
Per the clinic, the patient is unable to hear with the device. More information has been requested, but was not available at the time this report was filed december 30, 2009.

Manufacturer narrative:
(B) (4).